Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer had filled the cartridge with cold insulin and did not complete the air removal step. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Customer loaded a new cartridge to resolve the issue.